Manufacturer narrative:
No problems found on incoming evaluation. Vdr4 was test run overnight. No signs of the vdr4 not percussing, unit operated within specifications. Unit was re-calibrated, completed a functional evaluation and test run overnight. Unit performed within percussionaire specifications. Clinician who sent initial report to the distributor (who forwarded the information to percussionaire), was no longer employed at the hospital when we tried to contact him for more information. We have been unable to reach his successor, but will continue trying to reach her, and add any relevant information to this report as we receive it.

Event description:
From customer complaint# (B)(4): "approximately 1315 the ventilator settings were off significantly, it stopped percussing and the pressures were high. The patient's heart rate increased to 150's, and blood pressure dropped 83/58. I tried adjusting knobs, which did not work. Then the display screen started going out, and I began bagging him an immediately his vital signs improved."